Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The initial result was 5.1 inr and the result about five minutes later with a new fingerstick was 3.4 inr. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The suspect meter and strips were requested to be returned for further investigation. Relevant retention test strips (lot 176192) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material complied with specification.

Manufacturer narrative:
One vial of test strip lot 176192-11 containing more than 10 test strips and the coaguchek xs were received for investigation. The test strips and vial showed no defects. The meter appeared undamaged and was clean on the outside. The returned test strips were measured with the returned meter in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and internal reference meters were used. Master lot/retention meter marcumar 3: 2.0 inr, marcumar 4: 1.9 inr. Customer strips/customer meter marcumar 3: 2.0 inr, marcumar 4: 1.9 inr. The returned customer material and retention material complied with specification. Medwatch field were updated.